Manufacturer narrative:
Product analysis : the programmer was decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was observed to be freezing. The connector for the radiofrequency head lost connection intermittently with the returned and tester rf head, signal noise was noted. It was also determined on analysis that the programmer tested out of specification. It was identified that the stylus cursor did not align with the stylus position in the right upper corner of the touch screen. The stylus pointer jumped away; re-calibration did not resolve the issue. The bezel was missing rubber pads. A full software installation was done as a preventative measure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was observed to be freezing. The programmer was returned for evaluation and subsequently tested out of specification during manufacturers evaluation. There was no patient involvement.